Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 275-330 mg/dl range and was subsequently hospitalized. Reportedly, the customer believed that something was wrong with the pump; however, specific cause could not be clarified. Bg was treated with intravenous fluids. The customer was released on 6/17/2019 with the issue resolved. Reportedly, the customer continued to use the pump for insulin therapy.